Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm.

Event description:
A report was received that the patient was having pain at the pocket site and discomfort at the lead site. It was noted that there were swelling and redness at the lead site. The patient was prescribed pain medications and was doing well.

Manufacturer narrative:
Additional information was received that physician stated that the patient's swelling was most likely due to scar tissue that was normal and forms in those areas. There was no medical interventions provided or needed. There will be no further course of action.

Event description:
A report was received that the patient was having pain at the pocket site and discomfort at the lead site. It was noted that there were swelling and redness at the lead site. The patient was prescribed pain medications and was doing well.